Event description:
It was reported by the affiliate that during a colo procedure, on the active plate, the metal part which is u shaped was completely detached. There was a loss of time and the accident destablised the surgeon. The device problem occurred at the moment of introducing the gastric band into the trocar another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. As the device was received with the cable cut off, no functional testing could be performed.